Event description:
The report indicated that the customer began experiencing high bg's (268-451mg/dl) four hrs after activating a new pod. She programmed a bolus, but it was interrupted with an occlusion alarm. No kink or blood was seen in the cannula. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.